Event description:
Customer reported comparing the inform system to an arterial blood gas analyzer using arterial blood samples for both with results of 95 mg/dl on the inform system and 58 mg/dl on the arterial blood gas analyzer within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.